Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for tube breakage with the incident lot was observed. The brown substance seen in the photos is the additive from the broken tubes that has leaked and dried within the packaging. As the additive dries it turns to a brownish color. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of tube breakage was not observed. Bd was not able to determine exactly what caused the tubes to break within the packaging. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® acd solution a blood collection tubes there was foreign matter in the tube(s) biological and non-biological. This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: "dirty tubes were found inside box."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® acd solution a blood collection tubes there was foreign matter in the tube(s) biological and non-biological. This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: "dirty tubes were found inside box.".